Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the switch and cable were damaged (no exposed metal wiring), and the reciprocating arm, end cap, and screws were worn. The motor, switch, plug harness, reciprocating arm, end cap, and screws were replaced and resolved the reported issue. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown time, on an unknown date, the device had a faulty button. Patient impact is unknown. After investigation an inconsistent speed was found. Due diligence is completed; no further information is available.